Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient caregiver reported a heater bag not detected alarm and not enough supplies for treatment alarm. Patient removed the cassette after receiving the alarms and observed evidence of a fluid leak on the cycler and the cycler set. Follow up with the patient indicated that there was no complications as a result of the fluid leak. The device was replaced. Additional information solicited.

Manufacturer narrative:
Correction: the alleged event was not confirmed by the manufacturing plant. The reported symptom ¿fluid leaking¿ was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. At set-up, ¿heater bag not detected¿ occurred. The ¿ok¿ button was selected the alarm reoccurred three consecutive times before the treatment was canceled. No fluid leaks in the test cassette during the test treatment. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter was detached from the cycler and will be replaced in production. The cause of the observed dried fluid and fluid could not be determined. Passed mushroom head check. Test positive for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.